Manufacturer narrative:
Section d4 catalog number was corrected.

Event description:
Clinical review/rationale: an impella 5.5 was placed via the right axillary graft access site for the 43-year-old female who had been admitted into the hospital with cardiomyopathy, presenting in scai stage d shock. The patient's history was not shared beyond the patient being on inotropes, vasopressors, and a vent for respiratory needs. The pump was supporting when after 2 days the patient had pain and mild swelling in the right arm. There was no infection but, the arm/axillary site was monitored. After 28 days of support the patient had hemolysis confirmed with serial plasma free hemoglobins drawn, the pfhg were 90mg/dl and 100mg/dl. To treat the patient was given IV fluids and after 31 days the pump was explanted at the time of heart transplant. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
B5 revised.

Manufacturer narrative:
Additional information received confirmed the event date (december 15, 2025) as initially reported and recaptured to b3 date of event. Corrections: 1. Complaint coding was updated, corrected to better reflect the reported event (coding for inflammation was removed). As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. 2. D1 brand name was corrected accordingly.

Manufacturer narrative:
Investigation summary. No product was returned. Pain: the cause of the injury was not determined due to insufficient clinical details. Miwb/ hemolysis: patient had plasma-free hemoglobin 90, decreased from 100. The patient was subsequently administered IV fluids. No logs are available for this device. The cause of the hemolysis was not determined due to insufficient clinical details.

Manufacturer narrative:
No product was returned. Pain: the cause of the injury was not determined due to insufficient clinical details. Miwb/ hemolysis: patient had plasma-free hemoglobin 90, decreased from 100. The patient was subsequently administered IV fluids. No logs are available for this device. The cause of the hemolysis was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Event description:
The complainant reported that the patient experienced right shoulder pain following implantation of an impella 5.5 device via the right axillary artery. On assessment, mild swelling was noted without redness or signs of infection, and the patient described soreness in the area. The clinical team was made aware of the concern and continued to monitor the site.

Manufacturer narrative:
B5. Additional event description added. D1. Brand name corrected. D4. Catalog and serial corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. Pain: the cause of the injury was not determined due to insufficient clinical details. Miwb/ hemolysis: cut pump was returned. No issues were found on the returned product. Patient had plasma-free hemoglobin 90, decreased from 100. The patient was subsequently administered IV fluids. No logs are available for this device. The cause of the hemolysis was not determined due to insufficient clinical details.

Event description:
Additional information received that reported "the patient complained of right shoulder pain. The patient has had an impella 5.5 device implanted via the right axillary artery on (B)(6) 2025. On assessment, mild swelling was noted without redness or signs of infection. The patient described the area as sore. The clinical team aware of complaint and is monitoring the site."